Event description:
Caller reported that the cartridge would not clip into place. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area, remove the o-ring, and follow the on-screen instructions to complete the load process successfully. As a result, the caller was able to complete the load process and resume insulin delivery.